Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown surgery, the fibulink syndesmosis repair kit would not advance the screw into the tibia. Only went halfway into the tibia and eventually the surgeon had to bail on the implant and use a competitor¿s tight rope. This is the second failure of this product with the same physician. The surgeon could not get the actual screw to advance fully into the fibula. He eventually bailed on the implant removing it and used anthrax tightrope. There was surgical delay of 10 minutes. The procedure was successfully completed. Patient status is unknown. This complaint involves one (1) device. This report is for (1) fibulink® syndesmosis repair kit/ss. This is report 1 of 1 (B)(4).